Event description:
Complainant alleged that during functional testing, the device failed impedance testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was duplicated and attributed to faulty electrode pads. The pads were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.